Event description:
A report was received that the patient¿s ipg was not charging. It was noted that it was having a communication difficulty. The patient underwent a pocket revision procedure. The patient was doing well post operatively.